Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/17/2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported when preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, it was difficult to get the dilator though the sheath. When the dilator was inserted and then pulled out, the sheath was flushed, and saline came out through the hemostatic valve of the sheath. The physician stated the hemostatic valve was defective. No breakage/separation of the valve was observed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of damage in the valve. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the physical damage observed which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported when preparing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, it was difficult to get the dilator though the sheath. When the dilator was inserted and then pulled out, the sheath was flushed, and saline came out through the hemostatic valve of the sheath. The physician stated the hemostatic valve was defective. No breakage/separation of the valve was observed. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. With the information available, this is event is being conservatively assessed as a MDR reportable hemostatic valve separation issue as it is was most likely that the hemostatic valve was pushed into the hub during dilator insertion which caused the saline leakage.